Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 9680001-2019-00081, 2182269-2019-00073. During a pulmonary vein isolation procedure, a cardiac tamponade occurred. While ablating the final right-sided pulmonary vein, the patient complained of chest pain and became hypotensive. An echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. The patient is scheduled for a second flutter ablation. The tamponade was not attributed to any abbott devices used. Several error messages displayed for the connection between the tacticath and tactisys.

Manufacturer narrative:
The reported event of a cardiac tamponade could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.